Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the in the device, however it is likely the event occurred because the device was insufficiently reprocessed, however a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the biopsy forceps was found with adhesion of foreign matter. There was no patient involvement.